Manufacturer narrative:
Report source: article titled, "percutaneous kyphoplasty and pedicle screw fixation for the management of thoraco-lumbar burst fractures" by stephane fuentes, benjamin blondel, philippe metellus, jean gaudart, tarek adetchessi, henry dufour. Method - device not returned; followed up with author.

Event description:
In an article titled "percutaneous kyphoplasty and pedicle screw fixation for the management of thoraco-lumbar burst fractures", the following events were reported: in eighteen patients, "a percutaneous approach was systematically used and a balloon kyphoplasty procedure was performed via the transpedicular pathway associated with percutaneous short-segment pedicle screw osteosynthesis." Post-operative CT scan images showed two cases of lateral leakage without clinical consequences. It was also noted that all balloon kyphoplasty procedures were performed with the bone cement in the doughy state. Reportedly, the patient's pain levels improved significantly after the operation. No additional information was reported. Medtronic spine llc was not able to confirm the bone cement that was used in the patients, was the kyphx hv-r bone cement.